Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Patient reported that the cgm was inaccurate by 100 points for three different sensors. Reportedly, the patient was pregnant during use. No additional event or patient information is available. Labeling indicates: the dexcom g5 was not evaluated or approved for the following persons: pregnant women. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.